Event description:
A 4.0mm x 20mm ptca balloon was used to pre-dilate a calcified lesion in the right coronary artery. A 4.0mm diameter by 30mm length s670 stent delivery system was then tracked to the targeted lesion site. The stent was deployed at 16atm of pressure, which is above the rated burst pressure (15atm) for this balloon. Immediately after stent deployment, a perforation in the vessel wall was noted at the mid-portion of the stent. The pt was sent to surgery emergently. The pt reportedly did fine post surgery. The lesion being calcified and balloon inflated over rated burst pressure contributed to the event. There is no additional info available despite repeated attempts to obtain info.